Manufacturer narrative:
Unit p-cap/reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies, corroded battery tube, and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was completely shut down. Customer reported that they were at the water park and insulin pump bumped and got a crack near battery compartment. Customer used manual injection meanwhile. Customer stated reservoir was locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.